Manufacturer narrative:
Pump error 53 alarm found in the device history due to electronic assembly. No pump error 24 alarm and no pump error 40 alarm during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a multiple insulin pump error alarm. . Customer's blood glucose value was 200 mg/dl. Customer stated that they were unable to clear the pump errors, power loss alarm. Customer stated that the insulin pump had a software error detected and they were able to clear the alarms. Customer was advised to replace the insulin pump and revert to her back up plan from health care professional. The device will return for the analysis.